Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient¿s pump was operating at a higher power than usual. The log file was reviewed by the manufacturer¿s technical services, and the elevated powers were confirmed. It was reported by the health professional that there was no medical intervention. The patient is stable at home and is listed for transplant. They will continue to monitor the patient¿s lactate dehydrogenase and have increased the patient¿s anticoagulation.

Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power was confirmed based on the evaluation of the submitted system controller log file. The log file captured an upward trend in power and calculated flow levels and a downward trend in pi over time. A specific cause for the changes in pump parameters could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.